Manufacturer narrative:
The event occurred on an unspecified date in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of capd disconnect y sets had a "hole punch" on the packaging. This was noticed before use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with naked eye was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.